Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported getting a no delivery alarm after changing the infusion set. The customer was running high and her glucose reading was 340mg/dl. The caller stated that she is high because her reservoir fell out the insulin pump during the night and she did not hear the device alarming until she realized that the reservoir was out and it was not locked. The customer had an appointment with the doctor and the endocrinologist ended her appointment by going to the emergency room where they gave her some food and her blood glucose came back up. When she walked out, the device was already connected. The caller was feeling tired, but her glucose level was around 200mg/dl. No further information was provided.